Event description:
The customer reported perforated function button on the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water channel and cylinder had foreign objects inside. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿perforated function button¿ was confirmed. The device evaluation found foreign material inside the scope¿s air/water channel and cylinders due to insufficient cleaning. Additionally, water-tightness was lost due to a cut on the switch number 1. The grip had a scratch, the air/water and suction cylinders had no color, due to wear of the angle wire, the play of the up/down/left/right knob was out of standard value. The adhesive around the objective lens had a pinhole, the adhesive around the light guide lens had discoloration, the adhesive on the bending section cover was detached and the universal cord had buckling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive identification of the foreign material could not be established. However, it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to water leakage from switch number 1. Water leakage occurred from switch number 1. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.